Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. A replacement pump was sent to the customer to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. The customer declined to provide additional information regarding the issue. There was no reported adverse impact to the customer's blood glucose level.